Manufacturer narrative:
The operator failed to follow instructions, event occurred due to operator error. The operator placed the base reagent container in the wash 1 position. Siemens field service engineer (fse) was dispatched to the customer site. Fse decontaminated and flushed the lines with wash 1 and ran controls. The instrument is operational. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur xp troponin results were obtained on multiple pt samples. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There was no report of pt intervention or adverse health consequences due to the discordant troponin results.